Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use instructs the user to establish gripper line removability (eglr) prior to deployment of the clip. If not established, it may result in the inability to remove the gripper line, requiring intervention. If excessive resistance is noted at both ends of the gripper line, stop and remove the clip delivery system. Pulling the gripper line too quickly or with excessive force may raise the grippers, resulting in device damage and/or compromised leaflet capture and insertion. This may result in worsening mitral regurgitation, and could lead to a slda. All available information was investigated and the reported slda appears to be related to use error; however, a cause for the difficulty removing the gripper line could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficult gripper line removal and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. While testing gripper line removability, the line felt tight, but was moving. During gripper line removal, resistance was noted. Troubleshooting was performed, but the resistance was still felt. The cds was removed, leaving the gripper line in place. The gripper line was then slowly removed (5-10 minutes) under resistance. After the gripper line was successfully removed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization, reducing the mr to 2. The patient was confirmed to be stable with a good outcome. No additional information was provided.